Event description:
It was reported that the patient underwent unrelated heart surgery two days after implant of the lead and it was noted that the lead had perforated the heart. The tip was sutured back into place and the lead remains in use. It was also reported that the physician complained it is difficult to tell when the lead helix is deployed on fluoroscopy and the helix requires many turns to extend. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.